Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the patient also experienced pain on the left breast. Left breast pain will be reported under mrn: (B)(4). Manufacturer¿s reference number: (B)(4). This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On september 30, 2020, mentor received additional information that the date of explantation for the right breast implant has been updated to (B)(6) 2020. Manufacturer¿s reference number: (B)(4). This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On august 27, 2020, mentor became aware that the patient is only scheduled for right breast implant replacement with a 380cc mentor memorygel breast implant (catalog: shpx380). Manufacturer¿s reference number: (B)(4). This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, breast pain manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent primary breast augmentation with two 380cc mentor memorygel breast implants, suffered right breast capsular contracture; baker grade IV, post-procedure. As a result, the patient had pain management , physical therapy, and taken singulair. The pain was described as worsened and deformity was also identified. As a result, the patient was scheduled for unilateral removal and replacement on (B)(6) 2020.